Event description:
Philips received a complaint on the patient monitor efficia cm100 indicating the monitor turns on and the opening screen and/or color bar starts but then freezes. The device was in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed the customer complaint that the monitor was rebooting and freezing at the opening screen/color bar. The issue was replicated during troubleshooting. The rse instructed the biomed to isolate the machine using a known main board from another device and test its operation. It was determined that the main board was defective and needed replacement. The customer was provided with part information for a replacement main board to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.